Manufacturer narrative:
The reported events of low pacing impedance, failure to sense, and failure to capture were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for an internal short, noted to be due to procedural damage. No anomalies were detected.

Event description:
It was reported that the patient presented for a follow-up visit following their implantable cardioverter defibrillator (ICD) implantation. Evaluation revealed that the right atrial (ra) lead demonstrated low pacing impedance, failure to sense, and failure to capture. The ra lead was reset; however, the issue persisted, leading to explant and successful replacement. During connection of the new ra lead to the device, a loose torque wrench connection prevented proper fixation. The ICD was then successfully replaced, resolving the issue. The patient remained stable throughout.